Event description:
A getinge service territory manager (stm) reported that while performing software retrofit field corrective action, the cs300 intra-aortic balloon pump (iabp) failed the battery runtime test. There was no patient involvement and no adverse event was reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The getinge stm successfully performed the software retrofit field action per instruction and the iabp passed all calibration, functional and safety tests to factory specifications. The batteries were subsequently replaced by the customer and the iabp was returned to clinical service.

Event description:
A getinge service territory manager (stm) reported that while performing software retrofit field corrective action, the cs300 intra-aortic balloon pump (iabp) failed the battery runtime test. There was no patient involvement and no adverse event was reported.